Event description:
On (B) (6) 2010, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter does not turn on. The medical surveillance specialist (mss) was able to classify the complaint based on the customer service representative (csr) documentation. The patient provided the following information: she takes insulin and self-adjusts the dosage. The product issue started on (B) (6) 2010 at 10:30 pm. Two and one-half hours after the product issue started, the patient had sweats, chills, shakes, and headache. She attempted to test with another meter and received no reading because the other did not power on either. She called her doctor, who advised her to call lfs. The csr documented that the subject meter battery needed to be replaced and the patient did not have a battery. The patient's product was replaced. This complaint is reported because the patient alleges that the one touch ultra meter did not turn on and afterward she developed sweats, chills, and shakes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.